Event description:
It was reported that the helium was leaking prior taking the cardiosave intra-aortic balloon pump (iabp) on a flight. The end user ensured that the tank was initially full and properly connected. Pump was kept out of service. It is unknown if there was any patient involvement; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the customer has not yet issued a po. They have the iabp device on standby still and it is not currently in clinical use. The customer does not know if they want to pay to have it repaired or if they¿re just going to discard it. If the customer decides to approve the po in the future, a supplemental report will be sent.

Event description:
It was reported that the helium was leaking prior taking the cardiosave intra-aortic balloon pump (iabp) on a flight. The end user ensured that the tank was initially full and properly connected. Pump was kept out of service. It is unknown if there was any patient involvement; however there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the helium was leaking prior taking the cardiosave intra-aortic balloon pump (iabp) on a flight. The end user ensured that the tank was initially full and properly connected. Pump was kept out of service. It is unknown if there was any patient involvement; however there was no adverse event reported.